Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low glucose and an endocrinologist expressed concern about meal dose size and potential maladaptation while the user was on the ilet bionic pancreas; the user reportedly went to the emergency department for a hypoglycemic event and left without staying. Symptoms included hypoglycemia. Outcomes included an emergency department visit without admission. Investigation included attempts to contact the user for additional details and device-use troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.